Event description:
A doctor alleged that the maxcem elite was setting up too quickly. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor cleaned the crown and re-cemented the restoration without further incident. To date, the patient is doing fine. The lots 4702597 and 4772055 has been identified as affected lots which is part of an ongoing maxcem elite recall. A DHR review revealed that there were no deviations from the manufacturing process. In addition, there were no similar complaints in regards to these lots.